Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: section a (age, date of birth, gender, ethnicity, race), g4, g7, h2, h6, h10. Intuitive surgical, inc. (Isi) received additional information related to the patient demographics that had been previously requested.

Manufacturer narrative:
A review of the complaint history does not show any additional complaints related to the curved bipolar dissector instrument. Analysis of the logs confirmed the customer reported issue on the reported event date. The instrument was used on da vinci system sk2500. The instrument recorded 6 remaining usable life during its previous usage. No image, or video of the event was received for review. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Inspection found a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. This complaint is being reported based on the following conclusion: failure analysis finds the conductor wire was broken/damaged at the proximal end with no allegation of mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an issue activating energy/firing the curved bipolar dissector instrument. Planned use of the instrument was discontinued. The user completed the procedure using the backup instrument with no further issue reported. No known impact ,or patient consequence was reported.